Manufacturer narrative:
B5: information added. H6: code added.

Event description:
It was reported that air embolism occurred. The procedure was cancelled. A left atrial appendage closure (laa) procedure was being performed. A watchman fxd curve access system was advanced to the laa. A non-boston scientific (bsc) pigtail catheter was advanced for contrast visualization. Immediately following the contrast injection into the laa, a visual identification of an air embolism was visualized within the distal right coronary artery (rca). The patient experienced st segment elevation, episode of ventricular fibrillation, and required rca and left coronary artery (lca) angiogram imaging. The st segment elevation self-resolved. The procedure was cancelled, and the patient was fully recovered discharged the same day. In the physician's opinion, the air embolism was caused by air injected through the non-bsc pigtail catheter. A non-bsc device will be implanted on a later date. It was further reported that the ventricular fibrillation did require two intraprocedural cardioversions in order to convert the patient back to sinus rhythm. The air was visualized on angiography.

Event description:
It was reported that air embolism occurred. The procedure was cancelled. A left atrial appendage closure (laa) procedure was being performed. A watchman fxd curve access system was advanced to the laa. A non-boston scientific (bsc) pigtail catheter was advanced for contrast visualization. Immediately following the contrast injection into the laa, a visual identification of an air embolism was visualized within the distal right coronary artery (rca). The patient experienced st segment elevation, episode of ventricular fibrillation, and required rca and left coronary artery (lca) angiogram imaging. The st segment elevation self-resolved. The procedure was cancelled, and the patient was fully recovered discharged the same day. In the physician's opinion, the air embolism was caused by air injected through the non-bsc pigtail catheter. A non-bsc device will be implanted on a later date.